Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to farfield signal oversensing. Additionally, ra pace impedance measurements had dropped from mid-600s ohms range to mid-500s ohms range. Technical services (ts) reviewed possible causes and troubleshooting options. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.